Manufacturer narrative:
Investigation identified that the occlusion wheel did not shift during pump testing; however, occlusion did reduce if hard stops occurred (e.g. Lid open) at a high rpm. In all other cases, the pump did not lose occlusion throughout the test. This is not considered a fault of the pump.

Event description:
The user reported the roller pump lost occlusion near the end of a case. There was no risk of patient harm; however, this event is considered reportable.